Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch was repaired. The skin spacer was replaced. The collimator was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the boost mode on the 9600 system was unavailable using the foot switch. The physicist reported the skin spacer was missing. Also, when the collimator is completely closed a collimator error message is displayed. No patient injury was reported.